Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6). Implanted: (B)(6) 2017. Product type extension product ID 3708660 lot# serial# (B)(6). Implanted: (B)(6) 2017. Explanted: product type extension product ID 3389s-40 lot# va1ku70. Implanted: (B)(6) 2018. Explanted: product type lead product ID 3389s-40 lot# va1lyvc. Implanted: (B)(6) 2018. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 26-sep-2020, UDI#: (B)(4). ; product ID: 3708660, serial/lot #:(B)(6), ubd: 29-sep-2020, UDI#:(B)(4); product ID: 3389s-40, serial/lot #: (B)(6), ubd: 28-jun-2020, UDI#:(B)(4); product ID: 3389s-40, serial/lot #: (B)(6), ubd: 11-sep-2020, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an open circuit on contact 8 since their last visit 2 years ago. The patient inquired about getting an MRI, and the manufacturer representative (rep) told them that an open circuit would prevent them from having an MRI at this time and that the impedances could be rechecked to see if the open circuit was still present. To resolve the issue, the patient was given the option to evaluate if a CT would suffice for the referring doctor or if they could see their surgeon to discuss trying to fix the dbs open circuit via surgery. The patient noted that they were never told there would be a possibility of being unable to get an MRI if there was an impedance issue. They said if they had known this could have been possible, they would have never gotten dbs and wondered if they needed to pursue a lawsuit. It's unknown if the problem was resolved. Additional information received from the manufacturer¿s representative (rep) reported the patient was going to be setting up an appointment with their physician to get their impedances checked again. At this appointment the physician will discuss the options of trying to replace the extension to see if it fixes the impedance issue or seeing if they would like to remove the dbs system entirely to be able to have access to MRI. There was no known cause or reason for the impedance issue 2 yrs ago.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported an appointment was scheduled for (B)(6) 2024.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient called their follow-up appointment, so there was no new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.